Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary : the actual device was not received for evaluation, however, performance data was collected from the device and analyzed. Analysis revealed a power on reset (por) ¿ with patient alert ¿ for a write to locked ram on (B)(6) 2013. (B)(4).

Event description:
It was reported that the device had a power on reset (por). The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.